Manufacturer narrative:
Lens was returned in liquid, in lens vial. Visual inspection of the lens found no visible damage to the lens. (B)(4).

Event description:
The reporter stated that the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -8.0 diopter, the patient moved the eye and the lens flipped. The lens was removed and replaced with the backup lens within the same surgery with no patient injury. The reporter stated that the cause of the event was not product related.

Manufacturer narrative:
(B)(4).